Event description:
The customer reported via phone call that the insulin pump had a button error alarm that had cleared on its own. The customer reported that the insulin pump had recently been exposed to water. Blood glucose level was 207 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.